Event description:
Boston scientific (guidant) received information that this transvenous atrial pacing lead exhibited pacing impedance measurements of greater than 2000 ohms, and p-wave measurements had decreased. Also, this cardiac resynchronization therapy defibrillator (crt-d) was programmed to vvi mode due to noise present on the atrial lead that resulted in inappropriate mode switches. It was also reported that the defibrillation lead exhibited inconsistent pacing impedance measurements during testing. A boston scientific (guidant) technical services consultant discussed that an nr reading may have been caused by competition between the patient's intrinsic rate and the slow rate used during testing. The readings were normal when tested at faster rates. The patient reported feeling symptomatic when pacing at the mode switch rate. Using fluoroscopy, the physician determined that the atrial lead had dislodged and migrated close to the pocket area. Based on the coiling of the lead, the physician believed the patient may have been a twiddler with the device. The physician elected to program the device to vvi mode. The patient had been inappropriately ventricular paced while the device had mode switched at a higher rate. The atrial lead remains implanted. The device remains in service without further complication. Additional information was later received that this device was explanted electively and returned to allow for reliability analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a longevity calculation confirmed the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded the premature battery depletion was due to low-voltage capacitor degradation, which resulted in a high current condition.

Manufacturer narrative:
A portion of the analysis was found to be out of specification. Once analysis is complete, this report will be updated.